Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during maintenance the automated impella controller (aic) had a system self-check failure. No patient was involved in the event. The aic was removed from service.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs from the reported day of event are consistent with complaint and show repeating communication issues with the pbm (power battery manager) during the initial bootup. Due to the communication breakdown, the console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the emergency shutdown had to be performed. The reported failure mode was reproduced during testing - upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel of pbm1. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.